Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Device code: material fragmentation. The analysis found that the fixed jaw is broken. During an observation under the microscope, it appeared that the jaw broke in several times, with the observation of a start of rupture. No material of manufacturing defect was detected. The most probable cause is a series of excessive efforts during the use or the reprocessing of the instrument. Method: microscopic inspection, results: stress problem.

Event description:
The item was sent in for repair with the customer comment ¿broken jaw.¿ the analysis confirmed that the instrument fragmented. The fragment was returned and there is no part missing. There was no reported patient impact.